Event description:
It was reported that the customer was hospitalized with low bgs. Troubleshooting indicated the device was functioning properly. Technician suggested contacting physician regarding other possible causes.